Event description:
It was reported, no image could be seen with the camera head; only the test image was displayed. The issue occurred during preparation for use. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Since the subject device was not returned to olympus, the reported event cannot be confirmed neither the condition of the device. Based on the results of the investigation from the information obtained and according a technician, the probable cause of the malfunction would likely be due to a camera cable failure. Olympus will continue to monitor field performance for this device.